Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and confirmed that the flexvision computer was unable to boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that flex vision pc was not working. To resolve the issue, the fse replaced the flexvision pc and reinstalled the software. The defective part was sent for analysis, for flexvision pc failure was observed and the failure was found to be unit was dead or non-functional. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision computer was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.